Event description:
The system 6 sagittal saw was returned to stryker instruments for service, and during cut testing it was found that the device created a larger incision in the pine wood test block. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 6 sagittal saw was returned to stryker instruments for service, and during cut testing it was found that the device created a larger incision in the pine wood test block. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
During the device evaluation, a loose drive link was found. A loose drive link was the likely cause of blade whip creating a larger incision in the pine wood cut test block.